Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, image was displayed with an e224 error due to faulty cable unit. In addition, the rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head fails to communicate when you plug it in; however, the customer was unable to provide the exact error code that appeared. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. Olympus will continue to monitor field performance for this device.